Event description:
It was reported that plunger error occurred with a syringe solomed 5ml ll 22x1 w/sh sla. The following information was provided by the initial reporter, "syringe with plunger problem. Information received by email on 6/3/2019: the customer relates that it is missing a part of the syringe." 2 occurrences were reported during use, but the date/time and patient information were not given.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred with a syringe solomed 5 ml ll 22 x 1 w/sh sla. The following information was provided by the initial reporter, "syringe with plunger problem. Information received by email on (B)(6) 2019: the customer relates that it is missing a part of the syringe." 2 occurrences were reported during use, but the date/time and patient information were not given.